Event description:
It was reported that the patient had a change in therapy effect. The patient¿s legs did not seem to be functioning normally, they had high blood pressure, and a change in breathing since the morning of the report. The patient was given vicodin and xanax to help see if the patient was in pain, or if that would stop the high blood pressure. It was reportedly still high at 150/125, with a pulse of 108. The patient could not talk, so the reporter did not know what was wrong. For the past 3 days prior to the report, the reporter had given the patient steam baths, and was concerned she caused high dosage by doing the steam baths. The night prior to the report, the patient acted like he did not feel good, and had a toothache, and needed a root canal, so their tooth had been hurting. That night, the reporter took the patient¿s blood pressure and it was ¿pretty high¿ at 156/110. The patient was given some medicine and was put to bed. On the morning of the report, the patient was in a good mood, was smiling and laughing, and was given adderall. After this, it seemed like the patient did not feel good, and wanted to lie down. The patient's blood pressure was taken, and it was ¿so high, and having the thing with the breath, and couldn¿t get him to smile, definitely not feeling right¿. The reporter questioned if it was the steam bath 3 days in a row that caused this. The patient was getting refills every 2 months versus every 3 months. The reporter made an appointment for the patient. The patient was also rubbing his chest where his heart was. Sometimes the patient would break out in a sweat because of pain, or sometimes because he had to go to the bathroom, or his tooth was hurting him. The patient fell approximately a week and a half ago on a curb, but the reporter caught him as he landed on the ground, but not real hard. The reporter thought maybe his ankle twisted. The reporter was not sure if the high blood pressure was because of pain, or the tooth pain, and they did not give the patient a second pill of adderall because of the high blood pressure. The reporter also used an electric massager on the patient¿s back and where the injection was on the spine, and around the stomach and chest because it relaxed the patient. They tried not to go around the pump so much. The reporter called the healthcare provider (hcp) and was waiting for a call back. The reporter was redirected to the patient's hcp. Additional information received reported that the patient had an abscessed tooth, which was unrelated to the intrathecal baclofen (itb), and that the event was caused by the tooth abscess. The event was resolved with attention to this issue. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).